Manufacturer narrative:
Device evaluation indicated that the source of the complaint was not determined. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's ipg pocket was sore and that the patient was experiencing tingling at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg pocket was sore and that the patient was experiencing tingling at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively.